Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer reported symptoms related to their high blood glucose levels as excessive thirst, headache, and frequent urination . Troubleshooting was done. Advised the customer that the symptoms they have expressed may be indicative of the possible onset of dka. Product is being shipped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.